Event description:
The device was not returned for analysis. Past experience has shown that leakage incidents may result from customer misuse of the product. Premature advancement of the catheter tubing or manipulation (redirection) may cause the introducer needle point to perforate the catheter tip.